Event description:
The core impaction drill was sent for eval due to overheating during a procedure. No adverse event was associated with the device. The procedure was completed with a readily available alternate device without any procedure delay.

Manufacturer narrative:
Corrosion damage within the internal components was identified as the probable cause of the device overheating. Corrosion damage can cause overheating due to increased friction between the moving increased.